Event description:
The clinician reports the implant was inserted (B)(6)2023 in ada 10. Details of surgery: immediate extraction site. On 2023-12-14, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.